Manufacturer narrative:
This supplemental report is submitted to provide the results of the device evaluation and the legal manufacturer¿s investigation. The suspect device was returned to olympus for evaluation and repair. The reported problem could not be confirmed. When tested, the unit passed all functional tests and all video output signals/images were verified present. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Based on the available information, the investigation determined the following possible causes: 1.) A problem with a device used in combination with the subject device. 2.) The video connector was not fully connected. 3.) The electronic connection of the video connector was temporarily unstable due to connecting to the said equipment with a state where the electrical contact point of the video connector was not dried enough or foreign matter (chemical liquid residue, dirt of sebum, dust of sebum, gauze, etc.) Was present, and the image was not reflected. The following statement from the instructions for use describes handling of the device and may prevent the reported problem: "do not prepare, inspect, or use the video system center with wet hands."

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that an image was not produced and the scope was not connecting properly. The problem, as reported to olympus, was identified on preparation for use. The intended procedure was completed using the same device with no delay reported. There was no patient injury, associated with the problem, reported to olympus.